Event description:
Customer reported experiencing inaccurate low results with a fasttake meter. Blood glucose results were 4.0 and 17.5 mmol/l. Tests were done within 5 minutes with a difference of 111%. Pt did not experience any adverse events.